Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 274, 272 and 261 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. At the time of the call, the customer reported feeling well and did not report any symptoms. The customer stated that on (B)(6) 2017 she had obtained a fasting result of 61 mg/dl using the truemetrix meter and that she had passed out. Customer stated she was sweating and feeling dizzy before she had passed out. Customer stated she woke up, had called the hospital and they told her to eat something and test every fifteen minutes. The customer had tested and obtained results of 70 and then 90 mg/dl; customer had two glasses of milk and half whole wheat peanut butter and jelly sandwich. Customer stated a couple of days later she was feeling pain in her tailbone due to the fall and that she had a black and blue mark on her back. She went to the hospital on (B)(6) 2017 and they had done a lot of routine tests and found no fracture. They gave her morphine for the pain. They took her blood test but did not give her the result. All the test results from the hospital came back fine with no issue. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 302 mg/dl and 281 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 09/01/2017. The meter memory was reviewed for previous test result history: (B)(6) memory concerns:the customer is concerned with the (B)(6) results provided in the meter's memory.the customer is calling in regard to getting high results in the meter's memory.